Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 442 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.